Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased result for alinity I tsh and provided the following data (customer normal range is 0.45-4.50 uiu/ml): on (B)(6) 2023 sample ID (B)(6) had an initial result of 0.19 and the customer reported that this sample was slightly hemolyzed. The patient was redrawn on (B)(6) 2023, sample ID (B)(6), which had an initial result of 7.02. Both samples were repeated on (B)(6) 2023 and generated the following results: sid (B)(6)was 6.04 and sample ID (B)(6) was 7.10. It was reported that the customer corrected the initial results of 0.19 and confirmed that the patient did not receive any treatment based upon the initial result. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely decreased result of alinity I tsh reagent lot 40260ud04 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as returns were not available. Ticket search by lot 40260ud04 indicates that the reagent lot performs as expected for this product. Ticket and trending review did not identify any trends regarding the complaint issue or the associated product list number. Device history record review for the associated product list number did not identify any issues associated with the complaint issue. The overall performance of the alinity I tsh reagents was reviewed using field data from customers worldwide. Review shows that the median patient result for lot 40260ud00 (the parent lot of 40260ud04) is comparable with other lots in the field confirming no systemic issue for the lot. A labeling reviewed determined product labeling provides appropriate information regarding resolving the issue the customer described. Based on the investigation, no systemic issue or deficiency with the alinity I tsh reagent lot 40260ud04 was identified.